Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an extension set was leaked from the filter. The issue occurred during patient infusion of total parenteral nutrition (tpn) with lipids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.